Manufacturer narrative:
Terumo has not rec'd the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems, that during a procedure other than cardiopulmonary bypass, the shunt sensor would not allow gas flow. The product was changed out. It is unk whether the surgery was completed successfully or without delay. There was no pt involvement.